Manufacturer narrative:
Concomitant product: thoracic epidural cath, therapy date (B)(6) 2015. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak from the hub of an epidural tubing where it was mated to a thoracic epidural catheter. The leak was reportedly very slow and barely wetted the tape around the connection. The tubing was replaced and there is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed, however it was in the primary set, not the epidural set as was reported. Functional and pressure testing were performed on the epidural set and no leaks occurred. The primary set was tested via gravity infusion, pump infusion, and pressure testing and each test resulted in fluid drops leaking out from a bottom corner of the filter. Visual inspection of the filter at the area of the leak showed no tool markings or damage. The root cause of the leak was identified as a defective filter related to a supplier issue.